Event description:
Caller reported that pump malfunctioned, triggering malfunction code ¿malf 0.¿ there was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to use an alternate form of insulin therapy known as mdi while waiting for a replacement pump with updated software, which was sent by tandem technical support. Customer was also given instructions on how to put the pump into storage mode and return it.